Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 235 mg/dl, 204 mg/dl, 261 mg/dl, 211 mg/dl, and 122 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips; however, strips have been discarded and will be not be returned. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.